Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of recw2184 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recw2184) have been reported from the same facility in the (B)(4).

Event description:
It was reported that the PICC was fractured and leaked saline. No other information was provided.

Event description:
It was reported that the PICC was fractured and leaked saline. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue throughout the returned sample. The 0 cm through 6 cm depth markers were observed to be worn and faded. A circumferential split was observed near the 6 cm depth marker, approximately 7.3 cm distal to the molded joint. A microscopic observation revealed the edges of the split were rough but rounded and the fracture surface was observed to be granular in texture. Cracking was observed at both corners of the split and the material was observed to be lighter in color at these points. The material surface near the split was observed to be dull and other evidence of kinking was observed around the split. What appeared to be abrasive damage was observed on the surface of the catheter opposite the split. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of recw2184 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recw2184) have been reported from the same facility in the UK.